Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had to be pushed at least 2 times to enter the information. Customer¿s blood glucose level was unknown. Customer also reported random no delivery alarms not due to infusion set, rewind prime was louder than before, insulin pump rejected new battery at least 4 times before accepting. The device will not be returned for analysis.